Manufacturer narrative:
A user facility reported, " pre-op patient temp is taken manually. Intra-op patient temp is monitored by deroyal's skin temp sensor in axillary location, routinely off by 4 degrees. Post-op temp is taken manually." Deroyal has requested return of a sample, but it has not yet been provided. The investigation is not complete at this time. No further information is available at this time. We will provide follow-up report once additional information becomes available.

Event description:
A user facility reported, " pre-op patient temp is taken manually. Intra-op patient temp is monitored by deroyal's skin temp sensor in axillary location, routinely off by 4 degrees. Post-op temp is taken manually. "

Manufacturer narrative:
A user facility reported, " pre-op patient temp is taken manually. Intra-op patient temp is monitored by deroyal's skin temp sensor in axillary location, routinely off by 4 degrees. Post-op temp is taken manually." Deroyal requested return of a sample and received it on may 11, 2024. The sample was tested according to the specifications and confirmed to be within the designated specs. The device history record for the device was reviewed and it was confirmed that no issues were noted in manufacturing or inspection. Subassembly lots of the device were also reviewed and no functional issues were found. Inventory of 125 eaches were inspected and no functional issues were identified. Risk documents and material review reports were reviewed and did not require any updates or additions. (B)(4). Root cause: because no issues were found with the returned sample or documentation of the manufacturing process, no root cause could be determined. Corrective and preventive action: because no root cause could be established, no corrective or preventive actions were taken. The investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.